Manufacturer narrative:
Claim# (B)(4)

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced lens flipped and had to be cut out. No patient injury reported. This resolved the problem.